Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to a drop in r-wave amplitude and t-wave oversensing while programmed to the secondary vector. The patient was having sexual intercourse at the time and only felt the second shock. The rhythm prior to the shocks also had a clear morphology change in addition to the reduced r-wave amplitude. A good amount of noise was also observed on stored untreated episodes. X-ray imaging was performed and showed no movement of the s-ICD system since implant. The primary vector was assessed as a suitable option, and the s-ICD was reprogrammed to that vector. This device was routinely replaced on (B)(6) 2022.